Manufacturer narrative:
(B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the spain. Event occured on12/05/2024, 19/05/2024, 22/05/2024 and 27/05/2024. It was reported by the patient that 4 infusion set fell off within a few hours of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available